Manufacturer narrative:
The investigation conducted by isi field service engineering concluded that system error code 809 was associated with the patient back plane (pbp) printed circuit assembly (pca) board. Also during the investigation, damage was observed on the cable connecting the pbp pca to the axillary power board (apb) pca. The system was repaired by replacing the pbp pca and damaged cable. The apb pca and pc battery box module were also replaced as a precaution. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. The pbp pca board was returned to isi with significant charring and heat damage around and underneath the connectors. Engineering observed signs of liquid intrusion on the board, which likely caused a short circuit across multiple pins and resulted in a high current being discharged from the battery. The high current then overheated the electronics and caused the smoke experienced by the customer. The short circuit also prevented the pc from powering down using the power button. Unplugging the pc from the wall did not shut the pc down since the pc was running on battery power. The short circuit also bypassed the emergency power off (epo) button, leading to a small amount of current continuing to flow through the system which kept some of the leds on the pc lit. The current was limited to approximately 90 ma by resettable fuses located on the apb pca, which were triggered shortly after the current exceeded 90 ma. Both the apb and pbp pcas worked as designed and limited the excess current generated. It was determined that some of the physical evidence is consistent with the presence of a very brief flame, however, any flame which may have occurred would have been non-sustainable, brief, and snuffed out, as the pcb pca and connector are flame-retardant, consistent with ul standards. On (B)(4) 2010, isi provided the site the investigation results and recommended that they avoid using excessive amounts of cleaning fluid when cleaning the system. Additionally, care should also be taken to avoid spilling fluid on the system as seepage of fluid into the pc base can cause damage to the system's internal electronics. As of (B)(4) 2010, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci si surgical procedure the staff experienced non-recoverable system error code 809 and noticed smoke and sparks near the patient cart (pc). The surgical staff attempted to restart the system two times, however, the pc would not shut down. An isi technical support engineering (tse) was onsite and the emergency power off (epo) button was pressed, however, the pc would not turn off. The tse then opened the pc cover and turned the battery switch off directly. The pc was undocked from the patient and the surgeon decided to convert to traditional laparoscopic surgical techniques to complete the planned procedure. No patient harm was reported.